Manufacturer narrative:
Device is an electronic cardiopulmonary perfusion console made for reuse after each procedure. During procedure, the device stopped after alarm, the user attempted to cancel the level sensor to continue but the roller stopped and did not re-start. The user then used the hand crank for about four minutes until the user cycled power to the computer perfusion controller (cpc), cancelled the level sensor and the roller started to operate to complete the case. Use of the instrument was continued with no resulting adverse patient effect. The service engineer showed almost immediately and checked the machine, trying to simulate the failure, but the machine and the sensor worked well. No adverse patient effects reported. No patient follow-up or required treatment necessary, no environmental conditions existed that may have influenced event. A loaner device has been provided, but requests to return suspect device for evaluation continue to been denied.

Event description:
Device stopped after alarm and was able to be restarted per instructions for use.